Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings are as follows: the suction connector was dirty due to water leakage; suction connector, forceps elevator knob, scope connector cover, universal cord, grip, right/left knob, up/down knob, lock engagement lever, flexibility adjustment ring, image guide protector, control unit, plastic distal end cover, and connecting tube had a scratch; adhesive on bending section cover had a chip; forceps channel port was shaved; suction cylinder was shaved; and control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an e315 unsupported scope error. There was no patient harm associated with the event.

Manufacturer narrative:
H10: per the customer's response, the device was inspected before use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, stress of repeated use, external factors or handling of the device, the image sensor unit being damaged such as disconnection or a part mounted on the electrical circuit board such as broken integrated circuit chips and capacitors which led to the error message e315 being displayed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.